Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the belt failed ECG fall-off testing. Upon evaluation, the green (belt discharge) wire was open inside the cable connecting the distribution node (dn) and ECG electrodes a and b. The cause of the alarms and test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant alarms.